Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button is continuously becoming stuck down and triggering button alarms. Reportedly, nothing is pressing up against the button to cause it to stick down. Customer's blood glucose level was not impacted. It was indicated that the customer has back up injections for continued insulin therapy.